Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the damaged resistor was the ems defibrillation while the patient was being actively monitored by the lifevest, as the lifevest is not defibrillator-proof for non-lifevest defibrillations. The damage to the r781 resistor did not occur as a result of a device malfunction, and the damaged resistor did not cause or contribute to the adverse event. Electrode belt sn (B)(4) has not yet been recovered for investigation. There is no information in the attached download data to suggest that there was an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2018 between 9 pm and 10 pm and the patient was treated by the lifevest on (B)(6) 2018. It was reported that the patient was in the ER and wearing the equipment at the time of death. It was also reported that resuscitation was attempted by the hospital staff. A review of the download data indicates that the patient received a non-lifevest defibrillation at 21:10:37 while in ventricular fibrillation (vf) with CPR artifact. The patient was in vf for approximately 19 seconds prior to the non-lifevest defibrillation and the post shock rhythm was vf for approximately 15 seconds after the treatment. At 21:11:22 ventricular tachycardia (vt) at 220 bpm was detected. The lifevest delivered a shock at 21:12:13 while the patient was in vf with CPR artifact. The post shock rhythm was CPR artifact. A second non-lifevest defibrillation was delivered at 21:12:46 while the patient was in vf with CPR artifact. The patient was in vf for 22 seconds intermittently prior the non-lifevest defibrillation and the post shock rhythm was CPR artifact. A third non-lifevest defibrillation was delivered at 21:14:20 while the patient was in vf with CPR artifact. The patient was in vf for 12 seconds prior to the non-lifevest defibrillation and the post shock rhythm was CPR artifact. The lifevest a fourth non-lifevest defibrillation was delivered at 21:15:56 while the patient was in vf with motion artifact. The patient was in vf for approximately 25 seconds prior to the non-lifevest defibrillation and the post shock rhythm was CPR artifact. The lifevest ECG signal was disrupted by motion artifact until the lifevest electrode belt was disconnected at 21:21:34. It is likely the source of the motion artifact was ems resuscitation efforts. The lifevest requires the patient to be in the detection sequence for at least 25 seconds during vf prior to delivery of a lifevest shock. All the non-lifevest defibrillation shocks were delivered prior to the end of the lifevest detection sequence. No deficiencies were alleged against the lifevest. No indication that the lifevest caused or contributed to the event.